Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. Prior to the procedure, the device was interrogated and the right atrial lead exhibited low impedance measurements in bipolar configuration. Upon opening the pocket, the physician noted that the lead insulation was abraded and was suspected to have occurred during a prior procedure. Additionally, when the physician attempted to remove the right ventricular lead, it could not be removed from the pulse generator header. The physician used bone cutters and broke the device header and removed the lead. Both leads were capped and the pulse generator was explanted; all products were successfully replaced. The patient was in stable condition post surgery.